Manufacturer narrative:
Updated field: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field: h6 medical device ¿ problem code. A getinge field service engineer (fse) performed troubleshooting, drive manifold replacement performed with front-end calibration, diagnostic and functional tests. Equipment in normal operating conditions. Repair completed. Functional tests performed with positive outcome.

Event description:
N/a

Manufacturer narrative:
Due to character limit in e1, event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) after start up appeared the message low vacuum. No patient involved. The problem occurred after start-up before to be connected to a patient.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Correctional field: d7a.